Manufacturer narrative:
A specialist visited the client and evaluated the sample, they detected micro clots. There were a large number of abnormal aspiration alarms identified. Sample handling is the most likely root cause of the questionable creatinine results. No product issue was found.

Event description:
There was an allegation of a questionable creatinine plus ver.2 result from the cobas c 503 analytical unit. The initial result was 0.380 mg/dl. The sample was repeated multiple times on the cobas pro ce and the cobas pro cee using the same sample without a new centrifuge cycle. The first set of repeat results from the cobas pro cee were 1.08 mg/dl, 1.09 mg/dl, 1.09 mg/dl, 1.09 mg/dl, and 1.08 mg/dl. The next repeat result was 1.12 mg/dl. The last set of repeat results were 1.12 mg/dl, 1.11 mg/dl, 1.11 mg/dl, and 1.11 mg/dl.

Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.